Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double counting. The patient had an arrhythmia below the rate at which the s-ICD was programmed to deliver therapy, but oversensing allowed the s-ICD to incorrectly store a higher rate and treat the arrhythmia. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double counting. The patient had an arrhythmia below the rate at which the s-ICD was programmed to deliver therapy, but oversensing allowed the s-ICD to incorrectly store a higher rate and treat the arrhythmia. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient received an appropriate shock while swimming. The ventricular tachycardia (vt) had a rate of 190 beats-per-minute and had a wide complex that resulted in some t-wave oversensing. The shock was appropriate and converted the arrhythmia. The s-ICD system remains in service. No adverse patient effects were reported.